Event description:
During a septoplasty, the patient received a burn on the side of their nose which required burn ointment.

Manufacturer narrative:
The facility's risk department is not releasing the product, therefore, conmed is unable to perform an evaluation on the product in question. Device held by risk department.